Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue; guide cath: radiguide ii 6f bl3.5. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure to treat a target lesion in the mildly calcified and tortuous distal left anterior descending (lad) artery. The 2.0 x 15 mm traveler dilatation catheter was advanced to the target site; however, during the first inflation to 10 atmospheres for 20 seconds, a balloon rupture occurred. The device was removed and replaced with a non-abbott dilatation catheter. The procedure was successfully completed with deployment of a non-abbott 2.25 x 20 mm stent. There was no adverse patient effect and no clinically significant delay. No additional information was provided.